Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's relative that the patient's cardiac resynchronization therapy defibrillator (crt-d) has been alarming when the patient is in the car. It was suspected that the crt-d was alarming because it was too close to a magnet. The crt-d remains in use. No patient complications have been reported as a result of this event.